Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). As a 3.0 x 16 mm graftmaster was advanced to the lesion, the stent implant dislodged. There was no reported resistance during advancement. An unknown 1.5 mm balloon catheter was advanced to the dislodged stent and slightly inflated inside the stent and the stent was removed from the anatomy. An unknown balloon catheter was used to seal the perforation. Subsequently, the patient died the following day; however it was not due to the procedure. There was a clinically significant delay in the procedure due to having to remove a dislodged stent. No additional information was provided.